Event description:
Complainant alleged that while monitoring a 70 year old female pt, the device inappropriately shut down and would not power up. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.